Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment was encountered. During a procedure where an nc emerge balloon catheter was used, it was noted that during withdrawal, when the balloon was deflated, the balloon remained hooked to the 0.014 guide wire. No patient complications were reported.